Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of device upgrade there was an observation eight days earlier for high rv threshold on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.